Manufacturer narrative:
See attached. This event was reported under 3010536692-2020-00212. This is an additional component associated to the event.

Event description:
Allegedly, metal on metal, cup may be loose. Cup, head, neck and the neck sleeve were came out. Additional information: right hip.